Manufacturer narrative:
(B)(6). The complaint was provided by our (B)(4) affiliate. Information regarding the customer name could not be obtained. Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a left subclavian artery aneurysm, a presidio 18 coil (pc418124030/ s10072) failed to detach. The pre-deployment electrical check was performed without any problems, but the energization could not be confirmed when the cable was reconnected at the time of deployment. The coil was replaced with another one (same size). All connections had fit properly without need for excessive force. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time through the prowler select plus microcatheter. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient vessel was heavily tortuous and heavily calcified. The product is not available for investigation. No further information was available.